Event description:
It was reported that the left ventricular lead had high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and revealed that the distal conductor fractured. It was noted that there was blood on the electrode - tip electrode, the distal conductor had blood/body fluid (not obstructed); the outer insulation melted, had cosmetic environmental stress cracking, was breached cut, and had insulation cosmetic depression.